Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen during aspiration. The patient was reported to have difficult anatomy and the physician had to "floss" the septum with the sheath and dilator during attempting to cross. An attempt was made to bring in a balloon to dilate the septum but when the balloon was inserted into the sheath and aspiration was performed air was seen in the sheath, additionally the dilator had become damaged during the cross attempts. The sheath was exchanged for another faradrive. This second sheath also encountered difficulty crossing the septum, a damaged dilator, and air was seen during aspiration when attempting to use the balloon. A third faradrive was opened which presented no issue. The procedure was completed using this third sheath with no patient complications. The sheath is not expected to be returned as it was disposed of by the site. This was the second sheath used during this procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.